Event description:
The PICC line was inserted at 2158 hrs on 7-23, 1997, into the right basilic vein and x-rays verified proper placement. Antibiotic infusion was performed with difficulty and slight oozing of blood on the dressing was noted. At 0330 hrs on 7-24, 1997, the dressing was found saturated with blood. When the nurse removed the dressing, she found the blue hub of the PICC line minus the catheter tubing. The detached catheter tubing was not seen at the insertion site. The catheter was located with x-ray and was found to have advanced about 4". At 1030 hrs on 7-24, 1997, the dr made an incision into the right upper arm and retrieved the intact catheter from the right cephalic vein. The bard rep was notified on 7-30, 1997.